Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector piece broke during use, and the patient worked with customer and device support to replace supplies and resume insulin delivery without interruption or alarms. Symptoms included no change in blood glucose. Outcomes included continued insulin therapy without clinical impact or healthcare utilization. Investigation included troubleshooting and user education. Investigation of this case revealed a damaged connector consistent with user handling factors such as dropping the device or applying pressure while leaning on it. It was concluded, based on previously established findings for similar reports, that the cause was product and use issue related to mechanical stress on the connector.